Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device fired malformed clips. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(6).